Manufacturer narrative:
Batch review performed on 04.nov.2021. Lot 1906800: (B)(4) items manufactured and released on 12-feb-2020. Expiration date: 2025-02-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without similar reported event. Additional items involved in the event, batch review performed on 04.nov.2021. Reverse shoulder system 04.01.0160 glenoid polyaxial locking screw - l26 (k170452) lot. 2010017. Lot 2010017: (B)(4) items manufactured and released on 18-nov-2020. Expiration date: 2025-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without similar reported event. Reverse shoulder system 04.01.0159 glenoid polyaxial locking screw - l22 (k170452) lot. 2010016. Lot 2010016: (B)(4) items manufactured and released on 27-nov-2020. Expiration date: 2025-11-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 similar reported event. Reverse shoulder system 04.01.0183 short humeral diaphysis - cementless - 10 (k180089) lot. 2012146. Lot 2012146: (B)(4) items manufactured and released on 1-feb-2021. Expiration date: 2026-01-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without similar reported event. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. 2003820. Lot 2003820: (B)(4) items manufactured and released on 28-jan-2021. Expiration date: 2026-01-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without similar reported event. Reverse shoulder system 04.01.0120 humeral reverse hc liner ø36/+3mm (k170452) lot. 2006591. Lot 2006591: (B)(4) items manufactured and released on 29-oct-2020. Expiration date: 2025-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without similar reported event. Reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 2003864a. Lot 2003864a: (B)(4) items manufactured and released on 22-dec-2020. Expiration date: 2025-12-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without similar reported event.

Event description:
At 4 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.